Event description:
Philips received a complaint on the device efficia dfm100 indicating that therapy deliver test failed. Device is outside of clinical use. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The rse (remote service engineer) remotely evaluated the device and determined operation check failed - error 7:38 and 7:34;10 pacer rfu: hp capacitor value low. 453564489001 dfm100 capacitance assy was sent to customer solve the issue. The reported problem was determined to be due to a component failure. The root cause of the component failure could not be determined. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.